Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the physician placed the right atrial (ra) lead in the right atrial appendage and connected the pacing analyzer cables. The programmer analyzer screen showed no clear signal with noise similar to a fracture. The physician confirmed the analyzer cables were functioning correctly and felt strongly it may be a lead issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.